Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. It was further reported that the right ventricular (rv) lead exhibited high thresholds and unstable thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.